Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported the patient was presented with chest pains (cp) and shortness of breath (sob). The patient agreed to ventricular septal defect (vsd) repair and coronary artery bypass graft (CABG) placement with ecpella if necessary, after bypass procedure. The medical professional pulled the impella into the descending aorta to avoid cross clamping and the bypass surgery was performed as planned. After the bypass procedure, the medical professional was able to float the impella back across the valve for optimal positioning. The patient¿s oximetry statistics began to drop and suction greater than pump speed level p7 were observed. Ecpella was successful and the cp was set to p2 for unloading. Overnight the patient went into ventricular fibrillation (vfib) and suction alarms were reported by the nurse on call. The impella cp was repositioned due to the patient experiencing hemolysis and volume replacement was given. The patient was weaned from the impella, and subsequently expired on support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-10197 was provided.

Event description:
The patient went into ventricular fibrillation (vfib) and suction alarms were reported by the nurse on call. The impella cp was repositioned due to the patient experiencing hemolysis and volume replacement was given. The patient was weaned from the impella, and subsequently expired on support. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical. The patient's peri-procedural condition was critical.